Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button was under responsive to user presses. There was reportedly damage to the bolus button prior to the tactile issues; it was missing or peeling. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 9/06/2017 with the following findings: during testing, it was observed that the audio bolus button cover was missing from the pump therefore the investigation was unable to test the button¿s response from user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.